Event description:
It was reported that during testing conducted at the manufacturer facility the device continued to run after safe mode was engaged. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported running in the wrong mode was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, an e-box/toggle magnetic interaction failure was found, which can cause the reported event and can be caused by impact.

Event description:
It was reported that during testing conducted at the manufacturer facility the device continued to run after safe mode was engaged. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.